Event description:
No new information.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: chassis/frame; weld/deformation problem; device migration.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance and cot tip or drop. No adverse consequence or clinically relevant delay in treatment was reported.